Manufacturer narrative:
See MDR 1920664-2007-01326 for the delivery device used with this lens.

Event description:
The trailing haptic stuck in the delivery device and broke off during the insertion of the lens in the patient's eye. The doctor enlarged the incision to remove and replace the lens.